Manufacturer narrative:
Product ID 3889-28, lot# v005244, implanted: 2006 (B)(6), explanted: 2012 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3031a, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3889-28, lot# v005244, implanted: 2006 (B)(6), explanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was removed in 2013 (manufacturer¿s device registry indicates a date of (B)(4) 2012) as one of the lead components had started to migrate. It was noted that while the lead was migrating the tip portion had snapped off inside their body and still remains there. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.